Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient has been experiencing erratic blood glucose levels since 5/21. The reporter indicates that when the patient's blood glucose is low they will eat carbohydrates and when the patient's blood glucose is high they will correct with the pump. The patient reportedly experienced elevated blood glucose levels as high as 27.4mmol/l and felt sick with ketones. The patient also experienced low blood glucose levels (1 mmol/l). The patient indicated that they have recently started to exercise, and have been feeling very anxious. The patient also recently had a toe infection and was on antibiotics. The pump settings were reviewed and were found to be correct. The patient is continuing to use the pump. The patient believes that the blood glucose excursions are related to hormones, illness and stress. This report is being made based on the allegation that the patient experienced erratic high and low blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.